Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se with a 6fr sheath, after a diagnostic procedure. Reportedly, while advancing the thumb advancer to cut the sheath, it was felt "like the cutter was blunt force and would not cut the sheath". In accordance with the instructions for use, the safety release mechanism access ports were used to successfully facilitate device removal. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty cutting the sheath was confirmed. Based on visual analysis of the returned device there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.